Event description:
It was reported the patient presented for implant. During procedure, the right ventricular lead exhibited high pacing impedance. The lead was exchanged during procedure. The patient was stable after the operation.

Event description:
It was reported the patient presented for implant. During procedure, the right ventricular lead exhibited high pacing impedance. The lead was exchanged during procedure. The patient was stable after the operation.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece. Helix extension length was found within specifications. Electrical testing was normal. Visual inspection found no anomalies.